Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt has been experiencing intermittent/weak sound and has tried several speech processors but with no improvement in the sound quality. During an appointment to check the device at the clinic, five sets of testing were carried out, of which one was not ok. The pt's audiologist also reports that there is more difficulty in programming around the pt's facial nerve stimulation.